Event description:
It was reported that during a subtotal gastrectomy procedure, the staples came out of the cartridge, but were not formed like a b-shape. Surgery was prolonged 20 minutes. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
D4, h4, 6; info anticipated, but unavailable at this time.